Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported tissue damage appears to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The device was reportedly discarded and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is filed for leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a calcified anterior annulus. The mitraclip grasped the leaflet a few times, however, during the last assessment before deployment, it resulted in a perforation of the a2 section of the leaflet. The undeployed clip was removed and the procedure was aborted. Post procedure mr remained at 4. There was no clinically significant delay in the procedure. No additional information was provided.